Event description:
It was reported that one week following a lap cholecystectomy procedure, the pt presented with a bile leak. The surgeon performed an open laparotomy to explore the bile duct and the clips were found to be malformed, in a tear-dropped shape. It is unknown what method of treatment was used to rectify the situation. The patient's hospital stay will be extended.

Manufacturer narrative:
D4; h4: info is unavailable; device was not returned for eval.